Event description:
The customer reported that the left touch screen does not work properly. No patient injuries were reported.

Manufacturer narrative:
(B) (4). The ge service rep recalibrated the left touch pad interface via service menu. The system boots up and operates error free and within specifications.